Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the info provided, as the lot numbers required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address painful hardware.